Event description:
It was reported that the patient received multiple inappropriate therapies, due to noise on the lead. During explant, the lead insulation appeared damaged.

Manufacturer narrative:
Analysis found an internal abrasion to the outer insulation. The etfe insulation was abraded open allowing the ring cable filars to short against the svc shock coil. Contact between the svc shock coil and the bare ring cable filars will generate noise.